Manufacturer narrative:
The arjo service technician during the bed inspection was able to duplicate the claimed symptom. The backrest movement was activated by the non-arjo mattress placed on the bed frame. It activated the button located on the patient control panel. Based on the collected information, the involved mattress was too width and the customer staff did not use width extensions to fit the frame to it. It also caused that no all side rails could be raised and locked. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. The instruction for use for citadel plus bed frame (831.374-en) instructs the caregiver to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ IFU includes also information that ¿arjo mattresses have been evaluated for use with this bed. All other mattresses must be validated by user.¿ a lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. The arjo device was meeting its specification as the inspection revealed that the claimed movement was activated by the mattress placed on the bed. The citadel plus bed was used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no serious injury occurred.

Event description:
The customer staff contacted the arjo representative and informed that the backrest section of the bed frame moved up without any command given. The bed was in use by a patient at that time who experienced the distress as a result of this event. No serious injury was reported.